Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the attachment device fell apart and became unattached and the cutter device could not be inserted. It was determined that the device had bearing damage, missing components, component damage and the nose tube of the device was bent/damaged. It was observed that labeling was missing. It was further determined that the device failed pretest for labeling assessment, lock operation and cutter insertion. It was noted that the ball bearings fell apart, internal parts of the ball bearings were missing, the extension sleeve was damaged and the triangle symbol was missing. It was noted in the service order that the device did not function. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.